Event description:
Reported non-delivery: it was reported that the nurse set up the pump to deliver hydration fluids of d5ns at 50ml/hr, and that in the morning, the bag was still full and the pump was off. According to the customer contact, there were no alarm alerts reported. The pt was "near comatose" and therefore unable to drink any fluids. The customer contact reported that there were no adverse events or harm to the pt. The pump was replaced and hydration therapy was continued. Though requested, no further info was available.